Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced nurse call does not function, which is not reportable.

Event description:
This report summarizes 1 malfunction events, where it was reported the bed exit did not alarm.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. This device was repaired and returned to use. 1 device was not inspected, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the bed exit did not alarm. There was no patient involvement.